Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation could not identify a root cause as case logs from the system were not submitted for review. A work order was created to dispatch a field service engineer onsite; however, the site reported that the issue was no longer present on the system and was functioning as intended. The site asked to cancel the work order and field service visit. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a system error.